Event description:
Device report from synthes reports an event in japan as follows: it was reported on (B)(6) 2022, that the patient underwent a surgery treating distal radius with the plate in question. On screwdriver. The removal surgery was performed. During the surgery, an extraction screwdriver was small for screws and didn¿t fit to them. One of the screws was extracted, but the rest of the screws could not be extracted. The surgeon cut the heads of the screws by a carbide drill and removed the plate. The shafts of the screws were left in the bone at the discretion of the surgeon. The surgery was completed within 30 minutes delay. It was found that the plate used in the initial surgery was not a distal ulna plate and it was a distal radius plate. It confirmed again by the actual removed product that the plate used in the initial surgery was a distal radius plate. No further information is available. This report is for one (1) lcp dorsal dist-radius pl2.4 straig 5ho this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.